Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins reached eos much faster than usual. The patient felt like a very large amount of energy came into their body before it died, then no therapy was delivered any more. It was described as a strange feeling in the body. The patient needed to contact the hospital, and they were then supervised by the hospital. Nothing unusual happened with the patient before this event. The ins was replaced. It is unknown if the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Product analysis product ID# 37603: analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. If information is provided in the future, a supplemental report will be issued.